Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia] dose button was adjusted to a 5-unit dose before triggering. However, the actual output dose reached 15 units. [Incorrect dose administered by device]. Case description: this serious spontaneous case received via regulatory authority "national medical products administration" (nmpa) from china was reported by a health care professional nos as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 2025, "dose button was adjusted to a 5-unit dose before triggering. However, the actual output dose reached 15 units. (Incorrect dose administered by device)" beginning on (B)(6) 2025, and concerned a patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2025 for "device therapy", patient gender, age, height, weight and body mass index were not reported dosage regimens: novopen 5: (B)(6) 2025 to not reported. Medical history was not provided. On (B)(6) 2025, when the patient used the injection pen (novopen 5), the dose button was ad-justed to a 5-unit dose before triggering. However, the actual output dose reached 15 units, caus-ing the patient to experience hypoglycemia and was hospitalized. The injection pen's output ex-ceeded the standard, which was inaccurate. The patient later received treatment in the inpatient department of hospital, and no further harm was caused. Other details of hospitalization (admission and discharge dates) were not reported batch numbers: novopen 5: 202412a action taken to novopen 5 was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "dose button was adjusted to a 5-unit dose before triggering. However, the actual output dose reached 15 units. (Incorrect dose administered by device)" was not reported. Investigation results: novopen5, batch number: 202412a the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. No further information available references included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn. Final manufacturer comment: 14-jul-2025: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. The reported batch number is not valid, hence no batch validation or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary novopen5, batch number: 202412a the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.